Event description:
A medtronic representative reported a broken open spine clamp. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Suspect device was returned to manufacturer for visual evaluation: the adjustment screw has stripped thread and cannot be adjusted. The physical damage of stripped screw is found to be directly related to the alleged malfunction.